Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was unable to successfully recharge ipg for about four years and as a result ipg became inoperable. An abbott representative confirmed the issue with external devices as programmer displayed error code 2501. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Stimulation was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.